Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced inaccurate cgm (continuous glucose monitor) readings on the same day the sensor was inserted in the arm. The patient reported symptoms of sweating, weakness, and dizziness. Several comparative measurements were taken within a few hours, showing significant discrepancies between cgm and blood glucose (bg) values: cgm: 340 mg/dl vs bg: 200 mg/dl, cgm: 340 mg/dl vs bg: 199 mg/dl, cgm: 249 mg/dl vs bg: 100 mg/dl, cgm: 170 mg/dl vs bg: 50 mg/dl and cgm: 111 mg/dl vs bg: 19 mg/dl. At the time of the last reading, the patient¿s husband assisted by providing juice and cola. Following this intervention, the patient recovered. As of the time of this report, the patient is doing well. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the b, c and d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.